Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion. The 5.5x120mm supera self expanding stent system (sess) was advanced and the stent was deployed; however, when the catheter was being removed, the stent remained in the catheter and both were removed together. Another stent was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. As reported, the stent was the ultimately deployed in the target lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially report, the account stated that a pti percutaneous transluminal angioplasty (pta) was performed to prepared the vessel prior to stenting. The supera was completely deployed in the superficial femoral artery (sfa) in a 5mm vessel diameter. The device was removed under fluoroscopy. No additional information was provided.